Manufacturer narrative:
(B)(4). Other - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, after suction the ventilator would not continue to deliver volume. The customer stated that the patient was manually ventilated (bagged) with no patient harm or injury.

Manufacturer narrative:
Results of investigation: as a resolution, a field service representative (fsr) evaluated the device onsite. The fsr set-up the ventilator for default testing and was not able to duplicate the problem reported by the customer. The respiratory therapist involved in the reported failure prepared the ventilator with the original set-ups that caused the device to stop breathing while using a suction tube but they could not duplicate the reported event. The device passed all testing and met all vyaire manufacturer specifications.